Manufacturer narrative:
H.6. Investigation: DHR review was done and no issues were reported during production of this lot. No sample received for this complaint, picture was not provided. CT scan was done on leaking sample which was segregated during production. After this scan additional tests were done on spike component and concentricity of lower part of spike component which caused molding deficit on one side of component. CAPA#891423 was initiated.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: leakage from c61 they have noticed the leakage at pharmacy right after sytostatic preparation. Leakage comes from tubing (the contact part to spike). They have realized same kind of problems earlier this month, but haven¿t been reporting those.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 leaked. This occurred on 3 occasions. The following information was provided by the initial reporter: leakage from c61 they have noticed the leakage at pharmacy right after sytostatic preparation. Leakage comes from tubing (the contact part to spike). They have realized same kind of problems earlier this month, but haven¿t been reporting those.